Event description:
Reception of a "mv" declaration from this hosp. During follow-up visit, the x-rays showed breakage of the distal screw. The screw has been removed. The local correspondent didn't know if a new screw has been implanted.